Event description:
It was reported that during an unknown heart procedure, the device locked on the tissue and would not open. Another device was fired behind the original one to complete the procedure. The caller could not provide any additional information. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.